Event description:
In 2004, the device was implanted via v-p shunt at 120mmh2o. In 2009, slit ventricle syndrome was noted. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.